Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility reported an adverse event experienced by a patient undergoing a sustained low efficiency dialysis (sled) treatment. The nurse stated that the patient went unresponsive and coded approximately 20 minutes after initiation of the sled treatment. There were no machine alarms generated during this event. The blood within the extracorporeal circuit was returned to the patient, the treatment was ended, and the patient was resuscitated. The patient coded again after being taken off the machine and was resuscitated once more. The patient was already in the intensive care unit (ICU) when the sled treatment was performed. Hospital staff managed the patient and handled the situation. There was no patient blood loss. Additionally, the patient was noted as being severely ill prior to undergoing this therapy. The patient had multiple comorbidities including multiple infarctions, anemia, thrombocytopenia, delirium, fevers, and was on infection protocol. The patient¿s prescription was reported as being 4k, 3.5ca bath (in jug), however, the machine concentrate selected was 4k, 3.0ca. The nurse does not believe that the patient coding could be attributed to the incorrect concentrate settings on the machine. The charge nurse indicated that everything on the machine was set purposely and confirmed that the settings did not change autonomously. The patient¿s current condition was noted as being okay. However, follow-up information was received which revealed that the patient¿s family elected to remove the patient from dialysis treatments. The charge nurse was not able to specify if the patient was in hospice or receiving further medical intervention. Following the event, the machine was evaluated; no machine malfunctions or system deficiencies were identified. The machine was cleared for a return to the floor, and then placed back into service at the user facility without issue. No acid/bicarb concentrate samples are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported complaint is not confirmed as a complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. However, the distribution center was able to provide a product retain from the reported lot number. Retain testing found analyte concentrations to be within the specification. Finished product test results confirmed that the lot met all applicable release criteria. Additionally, follow-up was received which provided the lot number of the acid concentrate in use at the time of the event. However, the documented lot number was not consistent with the 4k 3.5 ca acid product reportedly used. The concentration for the specified lot number is 2k 3.5ca 1mg, and not 4k 3.5 ca. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production record (bpr) did not identify any nonconformance and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Naturalyte acid concentrate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements.